Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient had previous been on impella cp support and was escalated to an impella 5.5 for support. While on impella 5.5 support, the patient developed hematuria. It was noted that the patient's pink urine had cleared up after giving the patient one unit of albumin and one unit of blood. No further issues were noted. This report represent the impella 5.5. A separate report was submitted for the impella cp. Refer to section h.10 for the related report number.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Hematuria: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.